Manufacturer narrative:
The lead was returned and analyzed visual inspection revealed no abnormalities the lead tip appeared normal. The helix allegation was not confirmed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues and a apparent lead damage after multiple attempts to extend and retract helix . The lead was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to helix extension issues and a apparent lead damage after multiple attempts to extend and retract helix . No adverse patient effects were reported.